Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform device was chosen for implant using an 8f amplatzer torqvue delivery system. During the procedure, the preparation of the device was normal. However, the right atrial (ra) disc appeared slightly bulbous when the prep was repeated. The team decided to proceed, thinking that with temperature change and delivery sheath against the disc it may change. The anatomy was challenging due to an aneurysmal pfo septum. When the left atrial (la) disc was released, it initially appeared bulbous. After recapturing and repositioning the la disc, it formed naturally. Later, upon releasing and positioning the ra disc at the septum, it caused the la disc to deform. This occurred multiple times. The device was placed in a normal position but it was not released from the cable as the device was deformed. The procedure was completed using a non-abbott device. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. Additionally, the observed bent damage on the returned loader have resulted from damage during use and/or shipping or transportation-related stress in the return to abbott. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform device was chosen for implant using an 8f amplatzer torqvue delivery system. During the procedure, the preparation of the device was normal. However, the right atrial (ra) disc appeared slightly bulbous when the prep was repeated. The team decided to proceed, thinking that with temperature change and delivery sheath against the disc it may change. The anatomy was challenging due to an aneurysmal pfo septum. When the left atrial (la) disc was released, it initially appeared bulbous. After recapturing and repositioning the la disc, it formed naturally. Later, upon releasing and positioning the ra disc at the septum, it caused the la disc to deform. This occurred multiple times. The device was placed in a normal position but it was not released from the cable as the device was deformed. The procedure was completed using a non-abbott device. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.